Event description:
It was reported that the flow bubble sensor cable insulation was cut open, exposing the internal wires. The cable was not tested to verify the functionality. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the flow bubble sensor cable insulation was cut open, exposing the internal wires. The cable was not tested to verify the functionality. A getinge field service technician (fst) was sent for investigation and repair. The flow/bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no functional failure could be confirmed on the date of event according to the fst, the most probable root cause is a damage caused by an external force and can be determined as improper handling. It is stated in the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" that the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter 6.4.4 "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. Referring to the instruction for use (IFU) of the cardiohelp, chapter 5.3 "connection the sensors", it has to be ensured that the connected sensors are not defective and to not use, if there is a visible damage. The review of the non-conformities has been performed on 2023-09-26 for the period of 2014-08-14 to 2023-09-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-08-14. Based on the results the reported failure "flow bubble sensor insulation cut open" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
(B)(4).

Manufacturer narrative:
This follow-up emdr is submitted to provide a statement regarding the lack of UDI number for the device related to this event. No UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available. The investigation results have not been changed since the last emdr (mfg report number.

Event description:
Complaint ID: (B)(4).